Manufacturer narrative:
There were no manufacturing abnormalities visually observed with the returned wand. The complaint could not be verified as a functional test could not be conducted on the returned device due to the cable lines being severed prior to being received. The root cause of the reported incident could not be determined with confidence. It is possible that the suction pressure at the customer¿s facility may have not supplied enough pressure to excavate blood and tissue which could cause the tip to clog and decrease the functionality of the wand. There were no indications during manufacturing record review that would suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported there was an issue with the coag function not working properly during the procedure. The patient experienced a nosebleed that was difficult to control. A 2nd turbinator wand was opened but the same problem occurred. The procedure was successfully completed using back-up device(s). No other complications were reported. Additional information received (B)(6) 2016 stated afrin and suction were used to control the bleeding. Patient is still experiencing headaches and congestion. Separate complaints reported against concomitant devices (reference c-(B)(4) for original report against foot control).